Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between may 25, 2025 and may 25, 2026 recorded the stable pacing impedance around 500 ohms and the stable shock impedance around 90 ohms. The analysis of the provided iegm episode no. 7387 from april 20, 2026 revealed artifacts on the ff and rv channel leading to oversensing. Based on the currently available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient was hospitalized due to oversensing seen via home monitoring. The episode was reportedly detected after external cardioversion due to atrial fibrillation.